Event description:
It was reported by the customer that a patient fell off the cot while inside the ambulance. The customer reported that while the ambulance was being driven, the restraint had come undone and the patient fell off the cot and onto the floor. The patient had pre-existing conditions of a bruised arm and a broken collar bone. The patient was allegedly verified to have had all restraints secured when placed on the cot. The patient was checked and there were no reports of any additional pain as a result of the incident. The transport was completed and the patient was treated for pre-existing conditions but no report of medical intervention for any conditions related to the fall in the ambulance.